Event description:
The customer reported the ventilator had been moved to a procedure room and plugged into a red emergency outlet for use and a few moments later reported a smell of overheating. The customer reported the ventilator ac cord showed signs of overheating while plugged into the outlet. The ventilator was unplugged and switched out. The respironics service technician confirmed the customer's findings, reporting the male plug end of the cord was charred and physically damaged. The service technician reported the customer had already replaced the ac outlet that was in use during the event, and it was not made available to him for his eval. The service technician replaced the power cord to correct the reported event. The ventilator was inspected internally, and extended self testing (est) and performance verification testing was completed, and the unit passed inspection and testing to specs.